Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported that no gas enters the eye, however, the cassette is not meant to use gas, but rather air with the fluid/air exchange (f/ax) system. To use gas, the customer would have to use the auto gas fill system which is a separate system than the cassette. The returned sample was functionally tested. The sample could prime, tune with the ultrasonic handpiece, the 0.9mm air bypass system (abs) tip and the returned infusion sleeve, and passed intraocular pressure (iop) calibration successfully. The intraocular pressure (iop) was stable during infusion and fluid air exchange (f/ax) control testing. No bubble or message code occurred during fluid/air exchange. With the infusion control on, fluid flowed from the cassette continuously without generating air in the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. The sample passed functionality testing. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported no gas entered the eye during a gas-liquid exchange during an unspecified diabetic procedure. The procedure was completed after the product was replaced with another one. There was no patient harm.